Manufacturer narrative:
FDA product codes: dqe catheter, oximeter, fiber-optic qaq adjunctive predictive cardiovascular indicator mud oximeter, tissue saturation dxn system, measurement, blood-pressure, non-invasive dsb plethysmograph, impedance qms adjunctive open loop fluid therapy recommender fll thermometer, electronic, clinical the device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The device history record review has not been completed. The device history record was reviewed; no related non-conformances were found. No escalation is required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use, the hemosphere foresight elite monitor displayed low sto2 readings. The cable was replaced with a new one, which resolved the issue. It has been confirmed that no patient injury or harm occurred in connection with this event. The affected cable is expected to be returned for evaluation.

Manufacturer narrative:
The foresight module was returned for evaluation. The reported issue of inaccurate readings could not be confirmed. No readings were displayed while module was connected to a known working hemosphere monitor. A "fault: sto2 a1 - faulty sensor" message was displayed after the hemfsm10 initialized without the sensor simulator being connected. While connected to known working sensors, no errors occurred. Both sensors were recognized and channel 1 and 2 displayed 65% sto2 (+/- 5%) with simulators connected. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As no defect was found, a product non-conformance or device failure could not be confirmed and no root cause could be determined. In addition, a device history record review was completed and the product passed without nonconformances.